Manufacturer narrative:
Pending evaluation concomitant device(s): glenosphere (cat# 320-02-42 / sn# (B)(4)), glenosphere locking screw (cat# 320-15-05 / sn# (B)(4)), glenosphere (320-02-42 / sn# (B)(4)), glenosphere locking screw (cat# 320-15-05 / sn# (B)(4)).

Event description:
This gentleman had initial surgery on 28/08/18l, subsequently the patient had a fall and fractured the humerus. A surgeon took over the patient and removed the humeral component replacing with depuy humeral gear and a new glenosphere on (B)(6) 2019. Subsequently this patient dislocated and has possible infection so glenosphere and screw were removed on (B)(6) 2019.

Event description:
Approximately 2 months postop tsa, this 68 y/o male patient experienced a fall and was revised. One month after the revision, the patient dislocated and has possible infection so the glenosphere and screw were removed. Patient required prolonged hospitalization as a direct result of this issue. Patient was last known to be in stable condition following the event. The patient required prolonged hospitalization as a direct result of this issue devices will not return due to facility policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. Section h11: *the following sections have corrected information: (b5) describe event or problem: approximately 2 months postop tsa, this 68 y/o male patient experienced a fall and was revised. One month after the revision, the patient dislocated and has possible infection so the glenosphere and screw were removed. Patient required prolonged hospitalization as a direct result of this issue. Patient was last known to be in stable condition following the event. The patient required prolonged hospitalization as a direct result of this issue devices will not return due to facility policy. (D4) catalog number: 320-02-42, serial number: (B)(6), expiration date: 03-nov-2027, unique identifier (UDI) #: (B)(4). (G5) PMA/510(k)number: k110708. (H4) device manufacture date: 06-nov-2017.